Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and down keypad buttons were intermittently unresponsive and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the keypad was completely intact with no lifting or damage observed. The up and contrast keys were intermittently unresponsive to testing. The ok and down keys were responsive to testing and no sticking was observed in the keys. The keypad cover was removed and contamination was observed under the contrast, up and down key contacts. Unrelated to the keypad issue, the display screen had a dim pinkish contrast and was still legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.